Manufacturer narrative:
The device was returned to olympus for inspection where the reportable malfunction was observed. Based on the results of the investigation, the noise image was attributed to an electrical component problem; the charge coupled device was cut and was identified as a contributing factor, however, a definitive root cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the bronchovideoscope exhibited a noisy image. There were no reports of patient involvement.